Event description:
It was reported that the blade on the cast cutter was overheating during a procedure. The cast removal procedure was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event, blade is heating up on the saw, was confirmed. During testing the reported event was duplicated, as a 940-23 test blade did heat up in a cut booth during simulated use. The technician found an output shaft assembly failure due to the output not threading down on a blade properly. The output shaft assembly was determined to be the primary failure. An output shaft assembly failure can cause overheating as a result of excess play.

Event description:
It was reported that the blade on the cast cutter was overheating during a procedure. The cast removal procedure was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.